Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the corrosion and the distal tip and the chipped adhesive around the distal end lenses is traced to expected or random component failure without any design or manufacturing issue due to degradation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, for an annual inspection with no reported complaint. However, during the evaluation of the device, the service technician observed the distal end adhesive around the both the light guide lens and objective lens were corroded. In addition, the distal end cover (c-body) was corroded. There was no patient involvement.